Event description:
During insertion attempt of peripheral IV catheter into right antecubital, the nurse noted that the needle tip broke off while withdrawing the needle after flash of blood noted. Nurse withdrew catheter and needle immediately and notified provider.